Manufacturer narrative:
(B)(4).the device was received for evaluation. Visual inspection noted did not identify any non-conformites with the device. The device was underwater leak tested and velocity tested. The results were within specification. The reported condition was not verified. The lot number was not provided, therefore, a batch review was not conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that metriset did not flow. This occurred during priming. There was no patient involvement. No additional information is available.